Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective printed-circuit board resulting in the monitor to go off after some time could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process the monitor was getting off after some time due to a defective printed circuit board. The printed circuit board connector was also found to be damaged. Additionally, the evaluation revealed the following findings: ground terminal was damaged, bezel was found damaged from the corners, also the screw holder of the bezel was also damaged, power bracket was damaged, lcd screws were missing, and rear cover screws were missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The high-definition lcd monitor was returned to olympus as part of the asset return process. During routine inspection of the device by olympus, the monitor was getting off after some time due to a defective printed circuit board. The printed circuit board connector was also found to be damaged. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.